Event description:
On (B)(6) 2010, I underwent a right total hip arthroplasty procedure. I received a size 60 mm pinnacle cup with a pinnacle metal liner for 60 mm head with the size of 40 offset. Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Diagnosis or reason for use: right femoral head avascular necrosis w/collapse.